Manufacturer narrative:
Manufacturing review: a device history records review was not required as this was the only complaint reported for this lot number. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported material separation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in procode and date rec¿d by MFR. (Expiry date: 02/2023).

Event description:
It was reported that during a recanalization procedure of a highly calcified target lesion in the posterior tibial artery via ipsilateral approach, the tip of the catheter misaligned. It was further reported that another device was used to complete the procedure. There was no reported patient injury.